Event description:
It was reported that a patient had a pedicle fracture at left l5 postoperatively. It was reported that the patient underwent a successful lumbar arthroplasty procedure on (B)(6) 2014 with prodisc-l at l5-s1. At some point after the procedure, the patient presented to the doctor with a pedicle fracture at left l5. The cause of the fracture is unknown. The patient received a follow up l5-s1 posterolaterial fusion with instrumentation. No time delay or patient harm was reported during the revision. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Event date: unknown. Implant date: unknown. Explant date: it is unknown if the device was explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6), lot number and expiration date not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: implant date: (B)(6) 2014. Pain (1994). (B)(6). Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a pedicle fracture at left l5 postoperatively. It was reported that the patient underwent a successful lumbar arthroplasty procedure on (B)(6) 2014 with prodisc-l at l5-s1. At some point after the procedure, the patient presented to the doctor with a pedicle fracture at left l5. The cause of the fracture is unknown. The patient received a follow up l5-s1 posterolateral fusion with matrix instrumentation on (B)(6) 2014. The prodisc-l remains in the patient. No time delay or patient harm was reported during the revision. This report is 1 of 3 for (B)(4).